Event description:
Related manufacturer reference number: 2017865-2024-34968. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) and right atrial (ra) leads exhibited noise. No intervention was performed. The patient had no adverse consequences.